Event description:
The hcp reported the pump was explanted due to "failed rotor test". It was returned to the manufacturer for analysis. The pt outcome was not reported. A follow up report will be sent if additional information is received.